Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after alert from the merlin transmitter. During device check, it was noted that the cardiac resynchronization therapy defibrillator was in back-up. The device was restored successfully. The patient was stable throughout.